Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reservoir leaked past the o-rings and there is insulin in the reservoir compartment. The blood glucose reading at time of the call was 380mg/dl. No further information was provided.